Manufacturer narrative:
Date of event was reported as follows: no stimulation issue: (B)(6) 2017; urgency symptoms= 3-4 weeks ago; fall: beginning of (B)(6) 2017; weight loss: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a loss or change in therapy as they had urgency symptoms (¿no notice she has to go¿) which they noticed since 3-4 weeks ago. It was noted that the patient fell on their knees the beginning (B)(6) 2017 and had lost weight (20-25 lbs) since implant of the ins. The patient was not feeling stimulation at 5.0 on program 2 since (B)(6) 2017. On (B)(6) 2017, the patient did not feel stimulation program 3 at 4.0 or on program 4 at 5.1. It was noted that the therapy was on but the patient did not feel the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.